Event description:
Reporter indicated a patient had high lead impedance with vns diagnostics testing on approximately (B)(6) 2012. X-rays were sent to the manufacturer for review, but the files were unable to be opened so an assessment of the x-rays could not be performed. The patient had vns generator and lead replacement surgery performed on (B)(6) 2012. Diagnostics with the new devices were within normal limits with 1100 ohms.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated the explanted lead remnant was discarded after surgery. The lead coils were not explanted from the patient.